Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. It is noted that a photo image indicates that the entire coil and magnet area are exposed as well as a secondary wound. The recipient was prescribed collagenase cream; however, there is no infection. The recipient is wearing the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device and hears well. It is noted that surgery was not an option due to the recipient's other health issues. The recipient will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.